Event description:
It was reported that the patient¿s husband called the device manufacturer representative to ask about an 8286 error code. The patient was reportedly in ¿so much pain¿. It was later reported that exact symptoms the patient was having consisted of loss of therapeutic benefit. It was unknown to the device manufacturer representative what the device system was delivering. The cause of the alarm was due to a missed refill due to vacations. No troubleshooting or actions were done. The patient was now doing fine and receiving effective therapy as far as the device manufacturer representative knew.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).